Event description:
It is reported that a customer was hospitalized for high blood glucose and diabetic ketoacidosis at (B)(6). The patient's blood glucose was not recorded at the time of hospitalization. The patient stated that she was on a routine visit to her health care provider and they decided to rush her to the emergency room. The customer states that the high blood glucose has nothing to do with medtronic's products. The patient further states that her insulin pump works perfectly fine. The most recent blood glucose taken was at 99 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.